Event description:
Procedure type: nissen. According to the reporter: the needle tip broke off. Upon review of the endo stitch devices used during the surgery, the pt will be notified of the broken needle tip.

Manufacturer narrative:
(B)(4).